Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
The customer reported the device displayed an apnea alarm and ceased providing therapy to the patient. There was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.